Manufacturer narrative:
Age or date of birth, weight-race:unk. Date of event: unk claim#: (B)(4).

Event description:
The reporter indicated that a 12.5mm ticm12.5 -13.0/1.2/064 implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2004. Refractive change overtime was reported. The lens remains implanted. Cause is reported as unknown.